Manufacturer narrative:
(B)(4). A sample was received for evaluation. A visual inspection was performed with damage noted to the light blue main body. A leak test, clear passage test, and clamp function test were performed with no issues noted. The reported problem was identified during the evaluation but the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The main body of a transfer set was reported to have leaked. This was noticed during use. There was patient involvement but no patient injury and no medical intervention associated with this event.